Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device tripped elective replacement indicator (eri) due to low battery voltage, yet the device was able to be reprogrammed out of eri. Afterwards, the battery voltage measurements appeared fluctuated. A battery issue was suspected. Thedevice was explanted and was replaced. It was also reported that the right atrial (ra) lead had low impedance and high outputs. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4568-53 implantable pacing lead (B)(6) 1999 5024m-58 implantable pacing lead (B)(6) 1999. (B)(4).